Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, dings and scratches were noticed throughout the shaft. Also, it was noticed that this unit could have possibly been repaired by a third party in the past. 5mm peek multifunction handle is missing etching at the proximal end of the shaft, which consist of lot number, ce mark, us pat no and reference. The 5mm peek multifunction handle passed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.